Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella was inserted emergently following coronary artery dissection and vessel rupture during percutaneous transluminal coronary angioplasty (ptca), which resulted in cardiac tamponade prior to device placement. The patient subsequently underwent emergent surgical repair with prolonged cardiopulmonary bypass support complicated by severe coagulopathy, persistent hemorrhage requiring multiple blood product transfusions, inability to wean from bypass, extracorporeal membrane oxygenation (ECMO) support, profound hemodynamic instability, and inability to maintain adequate circulatory parameters despite ongoing intervention. Low impella flows were reported during the event; however, clinical documentation identified a "dry heart" and inadequate circulating blood volume secondary to the pre-existing coronary rupture, tamponade, and ongoing hemorrhage. The coronary artery dissection, vessel rupture, cardiac tamponade, hemorrhage, and resulting hemodynamic collapse were identified prior to impella placement. The reported low impella flows were consistent with the patient's lack of circulating blood volume and "dry heart" physiology resulting from the underlying clinical condition rather than device performance.